Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sesr01, ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) leads exhibited high thresholds and intermittent non-capture. The leads were able to retain capture after being programmed to unipolar. The leads remain in use. No patient complications have been reported as a result of this event.